Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, the device was taken out and when setting the cartridge to the stapler for the first firing, the stapler could not be closed although it could be loaded completely. The physician made the stapler closed and fired successfully, however the cause of the issue was unknown. After the 2nd cartridge was loaded, the handle was combined with the upper and lower parts normally. The device was not used in patient. The surgical time was extended by less than 30 minutes.